Event description:
It was reported that during central processing, the customer noted that the tip-up fenestrated grasper instrument was broken. No further symptom detail was provided. There was no report of patient involvement or reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.111" x 0.202" was not returned with the instrument.